Manufacturer narrative:
(B)(4). The exact date of the event is unknown. : the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation; therefore a device analysis could not be performed.

Event description:
It was reported that, an unknown amount of, vented paclitaxel sets had leaked during patient use over the last two weeks. When the unknown chemotherapy bags were spiked, the tubing separated at the point where it met the spike. The facility switched out the sets in order to continue therapy. There was patient involvement, however there was no patient injury, medical intervention, nor adverse events associated with this report. No additional information is available at this time.